Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl. The patient was assisted with programming a 15-unit manual bolus. The insulin pump was not returned for analysis.